Event description:
"First fill performed for this patient done at the office. Accessed the port saline injected, tried to aspirate fluid, no return. Added additional saline, the pt could not swallow. The pt was taken immediately to operating room where the port was cut proximal to the connector and replaced. It was a ball valve effect".